Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported that upon installation, the ventilator will not operate on ac power when powered on. The customer reported there was no patient involvement.

Manufacturer narrative:
Resolution and disposition/conclusion: the malfunctioning unit was returned to philips-respironics for failure investigation (fi). Fi determined that the bd2 bridge rectifier had shorted internally and subsequently caused heat related damage to the power supply which was visually evident. It was reported the unit did not alarm as expected, but the unit was able to power on via backup battery power and emitted associated alarms properly during fi, so the determination could not be made that the device failed to meet specifications.

Event description:
The international customer reported that upon installation, the ventilator will not operate on ac power when powered on. The customer reported there was no patient involvement.